Event description:
Customer reports lancet protrudes from the end cap of the softclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Returned lancet device could not be tested due to a defective priming mechanism. Unable to determine if lancet retracts properly.